Event description:
The complaint is for irritation and skin burns. The doctor may have applied the splint improperly. He used the same technique he used for plaster splint-casting. He was unsure if he followed IFU directions.